Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during the procedure, when they attempted to push the basket out it was noted that the side car rx (guidewire lumen) presented pushback. The procedure was completed with another trapezoid¿ basket. There were no patient complications reported as a result of this event.  The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.